Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause for the break in aseptic technique was determined. A review of all batch record documents was performed for the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states, contamination of any part of the fluid path can result in peritonitis and instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. A direction sheet provided has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Initially, a customer contacted baxter technical services (bts) regarding bypass assistance during the initial drain of peritoneal dialysis (pd) therapy while using the homechoice machine(hc). During the conversation, the technical service representative (tsr) asked the nurse if the home patient (hp) has any fibrin. The nurse stated no, but the hp did have an infection from being constipated. On (B)(4) 2011, baxter product surveillance followed up with the nurse regarding the reported issues. The nurse stated that the home patient has fully recovered from the infection and is currently performing therapy without any further complications. No further information was provided at the time of the call. On (B)(4) 2011, baxter global pharmacovigilance (gpv) followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn stated that on an unreported date, the patient began treatment with continuous ambulatory peritoneal dialysis (capd) using local (pd4) ultrabag (dose and frequencies not reported). Information on the patient's treatment with the homechoice was not provided. On (B)(6) 2011, the hp was diagnosed with bacterial peritonitis and was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with vancomycin (dose and route not reported) and cipro(ciprofloxacin), dose and route not reported. The pdn stated that the cause of the peritonitis was due to an unspecified break in aseptic technique and that the patient was re-trained in proper procedures of aseptic technique. The pdn clarified that the patient's condition was ongoing and improved. The pdn declined to provide any information on the patient's medical history and concomitant medications. The pdn stated that the cause of the peritonitis was due to a break in aseptic technique and unrelated to a baxter solution or device. The pdn declined further contact regarding this incident.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.